Event description:
It was reported that the patient presented for follow-up with a device that was found to be in backup vvi mode without defib support. Since september, the device has been exposed to a MRI. Device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The device lost communication due to battery depletion. The battery depletion was caused by multiple charges and noise reversion alerts from heavy emi exposure. The noise signals were consistent with exposure to MRI. A longevity calculation found the device to be within expected estimations.